Event description:
It was reported that while using bd trucount¿ absolute counting tubes an over estimation of absolute counts was experienced. There was no report of patient impact. The following information was provided by the initial reporter. "Problem encountered with patient samples: excessive deviation of the absolute value of lymphocytes calculated with trucount tubes compared with cbc lymphocytes, compared with the deviation values defined by the laboratory.".

Manufacturer narrative:
The following fields have been updated: unique identifier number: (B)(4) labeled for single use- no. H6. Investigation summary: based on the investigation results, the reported issue stating that wrong absolute numbers of cells were observed using a specific lot of trucount absolute counting tubes was confirmed based on the data provided by the customer. Investigation results that were performed on the indicated failure mode were the following: the retain testing was performed and the results showed that the product bead count was within release specification. Batch history record review for part 663028 batch 4281608 and subassembly component showed that the product met all the manufacturing specifications prior to release. Potential cause was not determined, a replacement lot was provided to the customer complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd trucount¿ absolute counting tubes an over estimation of absolute counts was experienced. There was no report of patient impact. The following information was provided by the initial reporter. "Problem encountered with patient samples: excessive deviation of the absolute value of lymphocytes calculated with trucount tubes compared with cbc lymphocytes, compared with the deviation values defined by the laboratory."

Manufacturer narrative:
H3. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.